Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and due to fracture on unknown date. Customer¿s blood glucose level was 1326 mg/dl. Customer reported they had fracture. The insulin pump had power loss alarm. Customer was able to clear and was able to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information related to event need to corrected. The correct information has been provided with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020. Customer was changing the infusion set and fell due to high blood glucose level. The customer was not sure how long the insulin pump was disconnected prior to falling.